Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and identified multiple hardware malfunctions. The fse found ise tubing had built up, leaking buffer syringes, and reagent syringes that required replacement. The fse also found defective sodium (na), potassium (k)and chloride (cl) electrodes. The fse replaced ise tubing, buffer syringe, reagent syringe, all ise electrodes (na, k, cl) which resolved the issue. The fse performed system verification successfully without further issues. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported erroneous low patient results generated for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.